Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, the patient had a hypoglycemic event. Patient reports he woke up with paramedic's standing over him. Patient's blood glucose was in the 40's. Paramedics gave patient an intravenous drip and left. The patient's condition is said to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. Patient stated reciever needed to be charged and patient put the receiver on charger before he went to bed. Patient reports he woke up with paramedic's standing over him. Patient's blood glucose was in the 40's. Patient had a hypoglycemic event. Paramedics gave patient an intravenous drip and left. No additional event or patient information is available.